Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed there were no anomalies found. Blood/body fluid was present on all conductors (not obstructed).

Event description:
It was reported that during implant attempt the physician was unable to find a stable position for the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.